Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the endoscopy account manager (eam). The eam further reported that the cable was broken at the end that plugs in and the cable had been in use for over a year. The model/serial number of the cable remains unknown. Nothing will be returned.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-02099. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to the following: - defective video cable or connection. - malfunction of the internal board of the processor - poor performance of the monitor - video connector failure to connect olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The technical assistance group contacted the sales representative to understand the reported sdi signal not working. The sales representative indicated that the sdi cable was bad. The sdi cable was replaced with a different cable and the reported issue had been resolved. To mitigate the risk of patient injury, the instructions for use manual provides warning that states: review chapter 3, ¿installation and connection¿ thoroughly, and prepare the equipment properly before inspection. If the equipment is not properly prepared before each use, equipment damage, patient and operator injury and/or fire can occur. In case of video system center failure or malfunction, always keep another video system center in the room ready for use.

Event description:
The technical assistance group was informed that during maintenance, the user facility reported there was no digital signal output between the video system unit to the 36 inch (ndssi) monitor. It was unknown if the digital signal was for the composite or serial digital interface (sdi) because it was on a bayonet neill¿concelman (bnc) connector. There was no patient involvement reported.